Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. There is one kink to the inflation lumen and core wire 24.6cm from the tip. Microscopic examination revealed a pinhole in the inflation lumen next to the exit notch, approximately 24.7cm from the tip. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the inflation lumen.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft leak occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the contrast media was leaking from the wire exit port. The procedure was completed with a different device. No patient serious injury nor complications were reported. However, returned device analysis revealed shaft hole in material.